Manufacturer narrative:
September 28, 2015 01:04 pm (gmt-4:00) added by (B)(6): (B)(4). The device was investigated by a maquet service technician. The bottom panel odu connector was replaced because of pushed in pins. The preventive maintenance has been completed and functional testing as per service order has been done. Device is back in use. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported rotaflow pump module displays a constant safety-s error message when turned on. No patient involvement (B)(4).